Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during abdominal wall hernia repair, the device did not fire, for the 1st firing the doctor, tried to squeeze the device for the test, but it could not be squeezed and it did not fire. After that, a new cartridge was attached, but the condition was the same. A new product was used in the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient harm.